Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was experiencing pain at the ipg site and frequently charging the ipg. The patient will undergo an explant or replacement procedure.

Manufacturer narrative:
Additional information was received that there will be no further course of action at this time regarding the explant procedure. It was also reported that at this time, the patient was no longer having issues with charging.

Event description:
A report was received that the patient was experiencing pain at the ipg site and frequently charging the ipg. The patient will undergo an explant or replacement procedure.